Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the unit had a touchscreen calibration failure and stopped responding after being damaged by the user. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the touchscreen. The customer replaced the touchscreen and the issue was resolved.